Event description:
Device 1 of 3. Ref MFR report #: 1627487-2013-25008 and 1627487-2013-25009. It was reported since implant, the patient has been experiencing uncomfortable pocket heating while charging. The patient has also been receiving ineffective stimulation. It was also reported the patient has not used or maintained the scs system as recommended due to the stimulation issue. The patient plans to undergo surgical intervention after an unrelated health issue is resolved. On 08/01/2012, st jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events were expected.

Manufacturer narrative:
Corrective numbers: 1627487-05242011-002-r; 1627487-12192011-003-r; 1627487-07262012-002-r. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.